Manufacturer narrative:
Product complaint # (B)(4). Additional information has been requested and received. Please clarify, what is the alleged deficiency of drain? The drain hit hem-o-lok (teleflex) and untie it while pulling drain, so bleeding occurred. Please provide further details regarding ligation and the clip and how that relates to the drain? The drain hit hem-o-lok (teleflex) and untie it while pulling drain, so bleeding occurred. Procedure name? Robot-assisted distal gastrectomy, the clip was hem-o-lok of da vinci. Date of procedure? Unk. Date of event where product had an issue? Unk. Were there any intra-operative complications? If so, what were they? Post-op. Where was the tip of drainage tube located? Around stomach. How was the drain secured? Unk. What was the date of first activation? (B)(6). How was the product function verified following the first activation? Unk. Who monitored the drainage and how often? Unk. Please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure: unk. The diagnosis and indication for the index surgical procedure? Unk. Were any concomitant procedures performed? No. What symptoms did the patient experience following the index surgical procedure? Onset date? Bleeding. Is a 2nd procedure performed or scheduled to remove the piece of drain left in the patient? This event is not drain breakage and left in body. Please refer information. If yes-date of procedure? Findings, will piece be returned? Other relevant patient history/concomitant medications? No. What is the physician¿s opinion as to the etiology of or contributing factors to this event? This case was not caused by a drain malfunction. What is the patient's current status? No problem. Surgeon¿s name? (B)(6). Product lot number? Unk. If applicable, will product be returned? If so, please provide the return date and tracking information. No. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Additional information: h6 component code: g07002 - device not returned. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. Additional information has been requested however not received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. Please clarify, what is the alleged deficiency of drain? Please provide further details regarding ligation and the clip and how that relates to the drain? Procedure name? Date of procedure? Date of event where product had an issue? Were there any intra-operative complications? If so, what were they? Where was the tip of drainage tube located? How was the drain secured? What was the date of first activation? How was the product function verified following the first activation? Who monitored the drainage and how often? Please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure the diagnosis and indication for the index surgical procedure? Were any concomitant procedures performed? What symptoms did the patient experience following the index surgical procedure? Onset date? Is a 2nd procedure performed or scheduled to remove the piece of drain left in the patient? If yes-date of procedure? Findings, will piece be returned? Other relevant patient history/concomitant medications? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? Surgeon¿s name? Product lot number? If applicable, will product be returned? If so, please provide the return date and tracking information. No product is available for return. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent an unknown surgery on (B)(6) 2024 and a drain was used. When the drain used in the operation was removed on november 3rd, the clip used for vascular ligation in the abdominal cavity detached and bleeding occurred. The operation was performed again. The patient is stable now. Further details are not provided. No sample will be returned. Additional information has been requested.